Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation but was unable to conclusively determine a root cause.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem of "no image" was confirmed and the cause assigned to a "shortage in cable."

Event description:
A user facility reported to olympus that no image was produced when using their olympus 4k autoclavable camera head. There was no patient injury or harm associated with the problem. The reported problem occurred during preparation for use in a patient procedure. The intended procedure is unknown. The procedure was completed without a delay using a different device (details unknown).